Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown head, unknown; unknown, unknown cup, unknown; unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was revised due to an unknown issue with the liner. Liner and head were revised. No more information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xrays which indicated mildly prominient screw along the acetabulum suggesting possible loosening. Fractured malleable plate fixation devices superior to the acetabulum. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.